Event description:
This event was reviewed as part of the death retrospective review and was found to be reportable under current reporting guidelines. The device system had been implanted for less than one year before the patient expired and no information is available to indicate the death was not related to the device. No complaints or allegations have been made. M/di.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4). The proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4). The proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found.